Event description:
It was reported that the patient was implanted with a trial system and everything went well and the patient's wife picked him up and went home. The patient's wife indicated that they had gone to bed and the patient was fine with no issues or complaints; however, during the night the patient passed away. The cause of death was noted as a heart attack. Additional information has been requested, but was not available as of the date of this report. A supplemental report will be submitted when received.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4), product type lead. Product ID neu_unknown_lead, serial# (B)(4), product type lead. (B)(4).